Event description:
Case 1 of 3: on 3 recent occasions, the 3-way tap has broken on the burette and leaked csf fluid. The issue required the whole set to be replaced therefore placing the patient at additional risk of infection and over-draining. The product was discarded due to contamination and packaging unable to be safely retrieved. The date of these events are unknown. Patient outcome unknown. This complaint is related to (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.